Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that whenever the customer puts the insulin pump in the pocket, they receive a button error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that they were having issues logging into his carelink account. The customer needed a new belt clip and holster. It was reported that the customer had no issues with the buttons. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.